Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cautery stayed on after trigger was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to complaints: (B)(4).

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed on the jaws. The heater wire was flexed away from the hot jaw but remained attached at the base and the tip of the jaw. The silicon insulation on the hot jaw was cracked throughout the jaw and was slightly detached from the tip of the hot jaw. The insulation on the cold jaw was worn out at the center. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during several activations over a period of 5 minutes and did shut off when the toggle was released. The pre-cautery test was repeated 5 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the received condition of the device and the results of the evaluation, the reported complaint for ¿device remains activated" was not confirmed but was confirmed for the analyzed failure modes ¿bent-jaw" and "peeled insulation".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cautery stayed on after trigger was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to complaints: (B)(4).